Manufacturer narrative:
Based on currently available information, it seems most probable that the customer observed a flash when plugging the power cord to the main socket. The bed frame and the mattress which was used with the bed frame (maxxair ets) were picked up from the customer facility and inspected. Devices evaluation did not confirm the alleged symptom. The bed frame and the mattress worked correctly and no electrical issues were found. The investigation is ongoing. Final results of the analysis will be provided to the follow-up report.

Event description:
It was reported by a customer staff that a citadel plus bed frame ¿gave off an electric shock when plugging it.¿ it allegedly did not work when plugged in different sockets. No injury occurred, no medical intervention was needed. No patient was involved.

Manufacturer narrative:
It was reported by a customer staff that a citadel plus bed frame ¿gave off an electric shock when plugging it.¿ it allegedly did not work when plugged in different power sockets. No injury occurred, no medical intervention was needed. No patient was involved. In order to verify the customer¿s allegation, the citadel plus bed frame and the maxxair ets mattress (model 47129 with serial number (B)(6)) which was used with the claimed bed were picked-up from the customer and inspected. No malfunctions, neither electrical issues were detected. The devices operated correctly. Based on the above, it is suspected that the customer observed a flash/arc discharge when plugging the power cord to the main socket. The bed allegedly did not work in other customer¿s power sockets, therefore we may assume that the short circuit occurred in the customer¿s electrical installation which source is unknown for us. In summary, arjo device was not used for a patient treatment. The device was connected to the power source when the flash occurred and from that perspective it played a role in the event. No malfunction was found during the device evaluation. No injury was reported.